Event description:
Patient underwent full revision (replacement of the lead and generator). The reason for replacement was indicated to be a lead fracture. Further information was received that the lead and generator were discarded after surgery. High lead impedance was observed and the physician reported a lead disconnection seen on an x-ray. It was noted that the lead cover was intact, but that the electrode inside the cover was fractured. It was noted that the patient had many seizures lately and that the body stiffening during the seizure had stressed the lead. No other relevant information has been received to date. Product return is not expected and the explanted products have not been received by product analysis to date.